Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) did not functioned correctly after the ambulance had hit a large bump while transferring the patient to the hospital was confirmed based on the archive review. The fault was found to be due to the ambulance hit a large bump which cause the platform to trigger ua2 (compression tracking error) and ua17 (max motor on time exceeded). Visual inspection was performed and found that the top cover, bottom enclosure, front enclosure, battery spring guide and battery compartment were damaged. In addition, the clutch plate was noticed to be sticky. The physical damages found during visual inspection are considered unrelated to the reported event. From the condition of the platform, the damages appear to have been caused by mishandling of the platform. The autopulse platform is a reusable device and was manufactured on 1/24/2018. A review of the autopulse's archive was performed and it shows ua17 (max motor on time exceeded) and ua2 (compression tracking error) occurred on the reported event date of (B)(6) 2018, thus confirming the reported complaint. The archive also shows ua45 (shaft not at "home" position) to have occurred on the reported event date but it is unrelated to the reported complaint. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. In this case, the ambulance hitting a large bump which caused the patient to be out of position which caused the platform to trigger ua2. Initial functional testing could not be performed due to the battery spring guide was bent. After replacing the battery spring guide, the platform was run for 2 minutes with a large resuscitation test fixture (lrtf) and the platform failed testing due to ua17 occurred. It was observed that the brake gap was out of specification which is likely was caused by the ambulance hitting a large bump. Upon replacement of all damaged parts, deburring the clutch plate, and adjusted the brake gap to be within specification, the platform was re-evaluated through functional testing and the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that while the patient was on the autopulse platform (sn (B)(4)) and being transported to the hospital, the ap platform did not functioned correctly after the ambulance had hit a bump. The crew reverted to manual CPR. No known impact or consequence to the patient was reported.